Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. The analyzer generated an initial troponin result of 0.031, and repeat results of 0.003, 0.0107, -0.0033 and -0.0044 ng/ml. The customer uses a cutoff value of 0.03 ng/ml. The customer had only centrifuged the sample for five minutes prior to testing and has been reeducated regarding the need to centrifuge for 10 minutes. The report was corrected, and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of reagent lot 04032un12, and acceptance criteria was met. Tracking and trending identified an increase in complaint activity related to the customer's issue. Labeling was reviewed and found to be adequate. Based on the evaluation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.